Event description:
It was reported that at the beginning of a procedure at the user facility the core impaction drill was smoking. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The technician was unable to duplicate the reported smoke but noted that the flex assembly on the motor cartridge was damaged.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the beginning of a procedure at the user facility the core impaction drill was smoking. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.